Manufacturer narrative:
(B)(4). Device reportedly malfunctioned intra-operatively and was not implanted or explanted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clarification to october 5, 2015 update: the matrix screw head (reportedly) broke on two occasions while the surgeon was inserting the screw into the plate. The fragments of the broke piece(s) could not be retrieved from the bone. The matrix dog bone plate was also so soft that it was bending. As a result, the patient's bone flap was sinking on to the brain. Immediate action taken included screw and dog bone plate removal. The surgeon used a craniofix buttons instead. One screw head remains in the bone flap. The screws and dog bone plates were not strong enough to fix the bone flap back; dog bone plate easily bent and screw head snapped off. The surgery was not prolonged.

Manufacturer narrative:
Additional narrative: device is expected to be returned for manufacturer review/investigation, but has yet to be received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update, 05 oct. 2015: statement removed from complaint description regarding "this case being revision surgery". The ta noted that this event occured intraoperatively.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. Additional information was requested but has not been received as of the date of this report submission. Implant and explant dates were not provided by reporter. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported an event the united kingdom as follows: it was reported that an unknown quantity of matrix plates and screws broke post-operatively and were explanted during revision surgery. This report is 7 of 7 for (B)(4).